Event description:
Patient is a recurrent dislocator having dislocated about 6 times. Original surgery was done in 2011 in which an accolade tmzf #4, 36mm + 5 lfit v40 head, trident hemispherical 64mm, and a trident x3 poly liner were implanted. Pt brought back into theatre 3/9/14. When the surgeon opened up the patient, the tissue was all infected. Once he removed the head from the trunnion there was black tar like substance around the trunnion & opening to the head. The x3 poly was yellow and there was poly wear, also a ring of plastic was found inside the patient (it looked like the ring of plastic had come off the poly cup). Dr thinks the cup was oxidised. He removed the femoral head and x3 liner and replaced with a trident constrained insert and 32mm femoral head. I have collected the damaged poly liner and ring of plastic and sent to stryker south pacific head office.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding infection and dislocation involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: a material analysis indicates the discoloration is likely due to in vivo absorption. Impingement marks and explantation damage was noted. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: records were not provided for review. Device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID or sterile lot. Conclusions: the exact cause of the event could not be determined as information such as and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Patient is a recurrent dislocator having dislocated about 6 times. Original surgery was done in 2011 in which an accolade tmzf #4, 36mm + 5 lfit v40 head, trident hemispherical 64mm, and a trident x3 poly liner were implanted. Pt brought back into theatre (B)(6) 2014. When the surgeon opened up the patient, the tissue was all infected. Once he removed the head from the trunnion there was black tar like substance around the trunnion & opening to the head. The x3 poly was yellow and there was poly wear, also a ring of plastic was found inside the patient (it looked like the ring of plastic had come off the poly cup). Dr thinks the cup was oxidised. He removed the femoral head and x3 liner and replaced with a trident constrained insert and 32mm femoral head. I have collected the damaged poly liner and ring of plastic and sent to stryker (B)(4 ).